Event description:
It was reported that during a lap cholecystectomy the scalpel was hard to coagulate. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2023 d4 batch #: x70101 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip broken off inside the tube and not returned. During functional testing  on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. Due to the condition of the returned device, we were unable to test for the reported tissue effect issues. The device was disassembled to verify the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad.  This is consistent with a side load being applied to the blade while active with the jaw closed.  Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred.  As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch x70101, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.